Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 9nov2016 in describe event or problem. No further follow up is planned.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included chronic bronchitis, pulmonary emphysema, hepatic cyst, binocular cataract prostate cancer and sinus tachycardia. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50) cartridge, via reusable pen (humapen luxura), subcutaneously, twice daily, 12 each morning and 14 each evening (no units provided) for the treatment of diabetes mellitus beginning in 2013. In (B)(6) 2015, for unspecified reasons, he stopped using that luxura device. In (B)(6) 2016, he started using another humapen luxura champagne device (lot number: 1308b01). On an unspecified date, he had high blood pressure. On (B)(6) 2016, he was hospitalized due to ketoacidosis, his blood glucose was high, random blood glucose was 17-20 (no units provided). No further details regarding discharge dates as well as corrective treatment and laboratory tests while hospitalized were provided. In the beginning of (B)(6) 2016, he was hospitalized because his blood glucose was not controlled well (fasting blood glucose 17.8-18 and postprandial blood glucose two hours after meal was 29.5 no units provided). No further details regarding discharge dates as well as corrective treatment and laboratory tests while hospitalized were provided. His physician changed him to insulin lispro (rdna origin) (humalog) cartridge, via reusable pen (humapen luxura champagne) three times daily, subcutaneously, six units each morning, six units at noon and four units each evening, for the treatment of diabetes mellitus starting from the beginning of (B)(6) 2016. He also received insulin glargine, eight (no units provided) before sleep for the treatment of diabetes mellitus starting from the beginning of (B)(6) 2016. Route of administration was not provided. On an unspecified date, he had high blood pressure, and due to humapen luxura champagne failure he had high blood glucose. On (B)(6) 2016 he stopped using this humapen luxura champagne ((B)(4)/ lot number: 1308b01). Corrective treatment was not provided and outcome of the events was not recovered. Insulin lispro and insulin glargine treatment were continued. The user of the humapen luxura and his/ her training status was not provided. The humapen luxura model duration of use was about three years and the suspect humapen luxura champagne duration of use was about four months. The device was returned on 30-sep-2016, and no malfunction was found. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/ insulin lispro 50%, insulin lispro and insulin glargine treatment, but assessed the event of blood glucose increased to the suspect humapen luxura. Edit 29-sep-2016: upon internal review, drug listedness was updated for the events with not associated causality. No additional changes. Update 30sep2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 20-oct-2016: additional information received from the affiliate on 27-sep-2016 with (B)(4). Recoded suspect device from unknown body to humapen luxura champagne. Update 09-nov-2016: additional information received on 09-nov-2016 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included chronic bronchitis, pulmonary emphysema, hepatic cyst, binocular cataract prostate cancer and sinus tachycardia. Concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50) cartridge, via reusable pen (humapen luxura), subcutaneously, twice daily, 12 each morning and 14 each evening (no units provided) for the treatment of diabetes mellitus beginning in 2013. In (B)(6) 2015, for unspecified reasons, he stopped using that luxura device. In (B)(6) 2016, he started using another humapen luxura device (lot number: 1308b01). On an unspecified date, he had high blood pressure. On (B)(6) 2016, he was hospitalized due to ketoacidosis, his blood glucose was high, random blood glucose was 17-20 (no units provided). No further details regarding discharge dates as well as corrective treatment and laboratory tests while hospitalized were provided. In the beginning of (B)(6) 2016, he was hospitalized because his blood glucose was not controlled well (fasting blood glucose 17.8-18 and postprandial blood glucose two hours after meal was 29.5 no units provided). No further details regarding discharge dates as well as corrective treatment and laboratory tests while hospitalized were provided. His physician changed him to insulin lispro (rdna origin) (humalog) cartridge, via reusable pen (humapen luxura) three times daily, subcutaneously, six units each morning, six units at noon and four units each evening, for the treatment of diabetes mellitus starting from the beginning of (B)(6) 2016. He also received insulin glargine, eight (no units provided) before sleep for the treatment of diabetes mellitus starting from the beginning of (B)(6) 2016. Route of administration was not provided. On an unspecified date, he had high blood pressure, and due to humapen luxura failure he had high blood glucose. On (B)(6) 2016 he stopped using this humapen luxura (product complaint: pending/ lot number: 1308b01). Corrective treatment was not provided and outcome of the events was not recovered. Insulin lispro and insulin glargine treatment were continued. The user of the humapen luxura and his/ her training status was not provided. The humapen luxura model duration of use was about three years and the suspect humapen luxura duration of use was about four months. The action taken with the suspect device was not provided and its return was not expected the reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/ insulin lispro 50%, insulin lispro and insulin glargine treatment, but assessed the event of blood glucose increased to the suspect humapen luxura. Edit 29-sep-2016: upon internal review, drug listedness was updated for the events with not associated causality. No additional changes. Update 30sep2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.